Event description:
Customer reported 9 employees received a false positive result between on (B)(6) 2022. See related cases for additional false positive results reported by the customer. The customer reported individual 7 received a false positive result using cue covid-19 test for home and over the counter (otc) use. No further information provided including exact date of event, cartridge lot number, cartridge serial number, cue reader serial number, patient specific information, or if an outside confirmatory test was taken.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.